Event description:
It was reported that a revision surgery was performed due to the breakage of a metal flange on the acetabular reconstruction ring. The reconstruction ring was reportedly migrating into the pelvis of the pt.